Event description:
It was reported that the pt's right little finger got pinched between the pt table and the magnet front funnel during an exam on the magnetom avanto system. The elderly pt was conscious during the exam and did not use the squeeze ball or shout for help. After the exam was completed, the pt was withdrawn from the magnet and the operator saw that the pt had injured her finger. The pt did seek medical attention and required five stitches to close the cut. The reported event occurred in (B)(6).

Manufacturer narrative:
The magnetom avanto system manual m6-02201.621.07 section a2 provides clear advices and warnings regarding hazard of vertical and horizontal movement of the pt table. The operator manual warns the operator to move the table top only when all possible points of injury can be monitored to avoid injuries. The system is also equipped with a squeeze ball and intercom for the pt to alert the operator in the event the experience discomfort but in the reported case the squeeze ball was not pressed by the pt during the exam. The intercom was checked by siemens local service and was found to be working properly. Customer's address: (B)(4).